Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at ipg site. As a result, patient underwent surgical intervention, wherein the ipg was explanted. Patient was administered oral and intravenous antibiotics to address the infection. Further follow-up indicated that patient's infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.